Event description:
Male pt admitted to the institution in 2008, and underwent emergent cabgx4. During the procedure, the vaporizer failed to deliver inhaled anesthetic, requiring re-administration. The patient evidenced no sequelae and did not report any sense of awareness postoperatively.